Manufacturer narrative:
Other, other text: manufacturing device history record (DHR) could not be performed as a lot number was not provided. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI number, lot numbers are unknown, no product information has been provided to date.

Event description:
It was reported that the valve inside the device, a piece of plastic was missing. There was no valve. The customer reported the lot number was unknown. They provided an expiration date of 31-jan-2023. Without the lot number we cannot verify the reported expiration date. No patient injury or adverse affects were reported. Additional information was requested; however, no further information was received.